Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to mechanical hip symptom. Determined that response from follow-up of "physician noted dark tissue staining around all implants" is likely but not conclusively metallosis, but currently undeclared as such. It does not indicate corrosion or staining of the products though, as was selected previously during complaint updating. The corrosion harms have been removed from the complaint. Currently, given the present information available, it is unclear as to what harm(s) necessitated the revision surgery. Update (B)(4) 2017 follow-up response received: during the procedure, the surgeon described the black staining as metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.